Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. The investigation was performed considering complaint description, cs reports, system history, and system log files. The log file analysis showed a dose issue (less than 5%). As a result, the x-ray was aborted. The system was installed in 2004 and the failure occurred after 17 years of operation. Upon investigation the customer service engineer found the power supply for the image identifier was defective. If the power supply is defective, the image intensifier cannot make a correct image and the images are gray. As a result, the reported dose was very low. Based on this, the angiomatic (radiation control) aborted the x-ray. The customer service engineer replaced the power supply and no further issues have been reported. The system works as intended and a systematic error was not detected. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold and no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis mp system. During an interventional procedure, the user reported that no fluoro was possible and the images were grey. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.